Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Devices switching on automatically. There was no patient involved.

Event description:
Devices switching on automatically. There was no patient involved.

Manufacturer narrative:
Exemption number: e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The review revealed no rework was conducted and no concessions/deviations related to the issue were identified. The sam 300p passed ¿out qat from heartsine technologies on the 17th january 2011. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the 2nd august 2011 and performed to specification up to the 3rd june 2018. During this period, information from the history log shows an increase in voltage which suggests a further pad-pak was installed. The pad-pak was removed. A pad-pak was reinstalled on the 13th june 2018 and the device failed an auto self-test due to a low battery. Less than a minute later on the 13th june 2018, information from the history log shows an increase in voltage and the device was power cycled passing a self-test. The device successfully performed the subsequent weekly auto self-test on the 17th june 2018. No further log entries were recorded. The returned pad-pak was inserted into the device and failed to power on. The status indicator remained extinguished. The device was disassembled to investigate. Further investigation found that the reported fault could be attributed to a capacitor fail. There was no evidence of the reported fault throughout the history log or during testing at heartsine. This would suggest that the user had returned the device due to the fault of the device not powering on successfully due to the failure of c9. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.